Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a de novo lesion with mild tortuosity in the mid left circumflex (lcx) artery. Predilatation was successfully performed with a 2.5x15 mm trek balloon catheter. A 3.0x24 mm non-abbott stent system was advanced toward the target lesion and was not able to cross. The device was removed. A smaller 2.75x23 mm vision coronary stent system (css) was advanced toward the target lesion, resistance was felt at the left main to lcx and the css was not able to cross due to the patient anatomy. There was no interaction of devices. A possible type a dissection was noted and the css was removed from the patient anatomy. The lesion was left untreated. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide cath: launcher ebu 3.0 6f; other: pressure wire aeris; guidezilla 6f. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.